Event description:
It was reported that prior to starting a da vinci-assisted inguinal hernia - bilateral surgical procedure, the lights on the robot were not coming on prior to start of case. Onsite was not reporting. The caller informed that the tower power button was flashing blue, but console and robot power button had solid blue backlight. The technical support engineer (tse) walked the caller through powering off system and disconnecting blue fiber cables from back of tower and powering on the tower in standalone mode. The tower would not complete post and power button was flashing blue. It was unknown how the site would proceed with the case. There was no reported patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was confirmed to be bricked the complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.